Event description:
It was reported to philips that system turned off on its own. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) visited onsite and confirmed the reported problem. Upon troubleshooting, fse found that software needed to reload and found that suite pc needs to replace hence. To resolve the problem, fse replace the suite pc, reloaded operating software and return the part for further analysis but no failure found. After replacement of suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.